Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin, and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was using fiasp insulin within the pump supplies. Tandem technical support informed customer that fiasp insulin is off label per the user guide. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 200-245 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill and load fill tubing issues could not be verified.

Manufacturer narrative:
D9, g3d9, g3